Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal to mid right coronary artery (rca) with heavy tortuosity and 75-99% stenosis, pre-dilatation was performed with a non-abbott balloon catheter and a 3.5x38 xience prime was implanted in the mid rca and a non-abbott stent was implanted in the proximal rca. A 3.25x8 nc trek balloon catheter was advanced without resistance for post-dilatation and inflated at 10 atmospheres, on the second inflation at 16 atmospheres the balloon ruptured. The nc trek was withdrawn from the patient anatomy without resistance and a 3.25x12 nc trek balloon catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 16 atmospheres. The nc trek was withdrawn from the patient anatomy without resistance and a non-abbott balloon catheter was advanced and inflated; however, the balloon ruptured and the procedure was completed at this point. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: joker, finecross; guide catheter: terumo 5fr il3.5; stent: xience prime 3.5x38mm, nobori 3.5x14mm. The nc trek 3.25 x 12 mm mentioned is being filed under a separate medwatch report. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction: the reported balloon rupture was not confirmed. A leak was confirmed.